Manufacturer narrative:
The subject device was received and evaluated. Device inspection found k-wire completely cut off. Due to wear of angle wire, bending angle in right direction do not meet the standard value . Furthermore upon inspection foreign material was observed on the forceps elevator. In addition, the following findings during inspection were noted below: due to damage on a-rubber, insulation resistance value at distal end does not meet the standard value. Due to a pinhole on a-rubber, water tightness is lost . Due to clogging of k-pipe, water cannot be supplied. Adhesive on a-rubber is detached, ig (image guide) protector is shaved . Connecting tube has a scratch ,s-cover has a scratch ,r/l knob is dirty, universal cord has discoloration, has a scratch, s-connector has a scratch, sc cover unit has a scratch grip is dirty. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the forceps raiser not properly moving up or down. The issue found at preparation for use. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found forceps elevator has foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e1, e2, e3, g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) instructs the methods of brushing around forceps elevator in the following item. 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet. IFU (reprocessing manual) also states as follows: 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.